Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the phacoemulsification handpiece had no ultrasound or vacuum. Additional information was received indicating a patient experienced a posterior capsule rupture, in the left eye. The phaco handpiece did not aspirate. Manual aspiration was performed which provoked the capsule rupture. Cortex remains in the vitreous. A vitrectomy could not be performed as this function was not available on the system. The patient presented with inflammation the following day. Steroid and an antibiotic drops and oral medication were prescribed. The patient is being observed every three days. Once the inflammation has subsided, the patient will undergo a second procedure to implant the intraocular lens and perform a vitrectomy.

Manufacturer narrative:
Additional information provided. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the cataract system had any effect on the integrity of the posterior capsule. The phaco handpiece was received and a visual assessment of the returned sample did not show any obvious nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet alcon specifications. The phaco handpiece was connected to a calibrated infiniti vision system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet product specifications. The phaco handpiece was manufactured on october 18, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event of no ultrasound or no vacuum is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).